Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. Reportedly, after the connection procedure, the lead could not be removed by pulling. Another connector attempt was made unsuccessfully. Therefore, another pacemaker was subsequently implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.